Event description:
It was reported that post implementation, the left ventricular (lv) lead exhibited phrenic nerve stimulation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: etlw1610c93e stent graft implanted (B)(6) 20217; etuf2514c102e stent graft implanted (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803.. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected: b1, b5, h6 noted the phrenic nerve stimulation without intervention is considered not reportable. With no known intervention, the event will be "redacted". Incorrect decision made and product is erroneously reported. Supplemental sent to indicate there was no allegation against the product. Results of device analysis would not be sent as the reported complaint cannot be substantiated via analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.